Manufacturer narrative:
The lot was manufactured june 1, 2017 ¿ june 2, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection of the photograph was performed with the naked eye. The photograph shows the blue winged luer cap detached from the device luer. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume intermate was found with the blue winged cap not connected when the bag was opened. This occurred prior to use; therefore, there was no patient involvement.